Event description:
The account alleges that the siderail assembly is loose, due to the center arm being broken.

Manufacturer narrative:
The tech replaced the center arm assembly, and screw hole covers, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.